Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for use in the ultrasound examination. During preparation, the catheter was connected, but it did not provide an image. An attempt was made to flush the opticross catheter, but it was blocked. The catheter could not be flushed, and air could not be removed from the catheter. The catheter extension was removed, and an attempt was made to flush directly, but this was not possible. The opticross catheter was replaced with another device of the same model, and the procedure was successfully completed. There were no patient complications.